Event description:
The customer reported a depleted battery, device shutdown with no low battery warning.

Manufacturer narrative:
(B)(4), the customer reported a depleted battery, device shutdown with no low battery warning. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.